Event description:
When change of sheets, this unit was lighting all led, and the ventilation stopped without alarm. Afterward, they switched off and on, this unit recovered. The same problem 3 times occurred. Customer is suspecting esd (static electricity) as cause. They requested manufacturer's investigation.